Event description:
The customer reported that during a pt's flatline, the nibp did not measure correctly.

Manufacturer narrative:
The customer stated that they obtained an nbp reading on a deceased pt. A philips field service engineer (fse) went to the customer site and tested the monitor and found the monitor working per its specs. The fse stated that a user did not stop the nbp auto mode at the time of death resulting in the subsequent cycling of the nbp pump on a deceased pt. Due to the nature of the algorithm, it is possible to get a numeric value in the absence of a pulse, by picking up the oscillations of the air in the cuff and/or the physiological changes occurring in the body shortly after death. In early death, there are physiological changes that occur such as setting blood, muscle fascillations and twitching which could also be perceived as pulsatile. As the cuff works by the oscillometric method, normally it is picking up the oscillations of the air in the cuff created by the restoration of pulsatile blood flow. For this situation, there was no blood flow, but the cuff did have changing pressures due to the re-inflations. The cuff deflates in steps and the module can misinterpret resulting oscillation as a measurement. Thus, the device could interpret this to be a pulse. Either of these could cause the vibrations in the cuff to mimic a pulse. This interpreting pulse-like signals from a dead person as a pulse is technically very difficult to avoid and can be viewed as a limitation of the oscillometric method. This limitation has no health risk, since it impacts only nbp readings from already-deceased pts. The available info does not support that a device malfunction occurred. No further investigation or action is warranted.